Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/18/2018. Device returned to manufacturer? Yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and observed the lens returned cut in three pieces. Loose fibers/particles were observed on lens pieces related to the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens pieces. Both haptics were observed slightly distorted. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database was performed on january 24, 2018 and revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 6.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017. Reportedly, the a-scan measurements were in error. Lens was removed and replaced without complication; there was no product quality issue with lens, no patient injury, no vitrectomy, incision enlargement, or sutures were required. The lens was replaced with the same model, a 23.0, larger, diopter lens. Patient outcome was reported as good, no problems. No additional information was provided.